Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the returned articular surface identified backside wear. The articular surface was autoclaved prior to being returned; therefore, an accurate inspection of the product dimensions could not be performed. Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. It was reported that the articular surface lifted out easily, but surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain. At the time of revision, the articular surface was easily removed.